Event description:
A patient specific talus spacer clinical study identified the subject experienced a device related serious injury approximately 1 year post device implantation with no allegation of a product deficiency.